Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead, the lead was attempted to be implanted in the his region several times however thresholds were not acceptable to the physician and were unstable. Tissue was observed on the lead helix and so the lead was removed and replaced. It was further reported that a right atrial (ra) lead was attempted to be placed however it did not have adequate sensing and had unstable thresholds. The lead was removed and not replaced as only a single chamber device was implanted. No patient complications have been reported as a result of this event.